Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: 5076 implantable pacing lead (x's 2) (B)(6) 2013. (B)(4).

Event description:
It was reported that a few hours after an implant, the right atrial (ra) lead and right ventricular (rv) lead were observed with loss of capture. An interrogation showed high impedances measurement on both channels. When the leads were disconnected from the implantable pulse generator (ipg) and connected to the analyzer, the impedances were within normal range. When the leads were then reconnected to the device, the impedances rose out of range again. The physician elected to explant and replace the device, and the lead impedances were within range on the replacement device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.